Event description:
Report received from the USA stating that the device "would not hold the cutter" and "working intermittently" discovered after a procedure. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.